Event description:
Pt reported obtaining back-to-back blood glucose results of "hi" (> 600 mg/dl), 214 mg/dl, and 436 mg/dl, while using the suspect device. Later that day, pt reportedly retested blood glucose with results of 430 mg/dl and 129 mg/dl (back-to-back tests). Pt did not indicate if any action was taken based on these values. No pt injury was reported. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement.